Event description:
It was reported that patient saw a "dot" in the infusion set tubing. The recorded patient's blood glucose (bg) level was 404 mg/dl. The patient indicated that they were going give a manual injection to lower their bg.